Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced a drawer recovery failure (not detected on bus) after reboot, with download stopped and bioid maintenance required. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced a drawer recovery failure (not detected on bus) after reboot, with download stopped and bioid maintenance required. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus and biometric identifier (bio ID) required maintenance. A field service engineer (fse) identified that auxiliary drawers 1.1 and 1.2, along with all their pockets, were off the bus. Upon further inspection, drawer 1.2 on the auxiliary was identified to have a faulty drawer board and interface board. Both defective boards were replaced, and the drawer was reconfigured to resolve the issue. The system functioned as intended after the field service engineer repaired the device.